Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a revision procedure due to positioning issues. Technical services (ts) discussed positioning. This s-ICD remains in service. No additional adverse patient effects were reported.